Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was successfully placed of different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was successfully placed of different model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to fracture and has been sent back. There were no associated patient complications.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead was successfully placed of different model. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted due to fracture and has been sent back. There were no associated patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned or only the proximal segment was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~461 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of a fractured lead conductor(s) were likely caused by the confirmed fracture.